Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. This crt-d was programmed to 3 zones. The lowest zone was programmed to monitor only (mo). The episode with therapy was in the mo zone, and was correctly detected as a supraventricular tachycardia (svt). After approximately 18 minutes, the rhythm accelerated into the ventricular tachycardia (vt) zone. The patient then received 4 rounds of anti-tachycardia pacing (atp), and 6 41 joule shocks. This delivered therapy was unsuccessful converting the arrhythmia. The device was reprogrammed. The mo zone was removed, and the rate cut off for the vt zone was increased by 5 beats/minute. The patient was discharged home, and will be followed-up in three months. There were no adverse patient effects reported.